Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while using the suturing device it was difficult to toggle. When the stapler was fired, there were incomplete staple line centrally. The device trocar also had damage seal, and had an air or gas leak from the seal. In addition the gasket from the trocar fell into the abdominal cavity. To resolve the issue another suturing device was used, another stapler from other company was used and the trocar was continued to used by the surgeon even though it was leaking. The device component from the trocar able to retrieved by the surgeon using grasper. There was no patient injury.